Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, it was noted that the image was obstructed due to debris beneath the eyepiece window. There was no patient involvement.

Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.